Event description:
The customer reported having unexplained high glucose. The glucose reading at time of call was 78 mg/dl. The customer stated that she was experiencing hallucinations and vomiting. Troubleshooting was performed. The customer stated that she was hospitalized due to high blood glucose of 1200 mg/dl, and she could not recall other info. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. MFR. Report 1 of 2, medwatch report #3004209178-2012-86834. MFR. Report 2 of 2, medwatch report #2032227-2012-05605.